Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 345 mg/dl. The customer stated that she received several no delivery alarms. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime test, but failed the high pressure test twice. The customer was advised to revert to manual injections per her doctor's instructions until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product but has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.